Event description:
It was reported that during hemodialysis with an a 96 machine, fluid was observed on the floor under the machine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.